Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was completed and no non-conformances were found. Because the device was not returned to mmdg for evaluation, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that when they set up the patients night time feeding, the patient will move during the night, causing the j-tube to kink but that the pump doesn't alarm. They stated that it appears to be running, but doesn't deliver. Mmdg followed up with the initial reporter, who stated that the patient had not experienced any adverse effects due to the complaint, but they also declined troubleshooting the issue with an mmdg clinician. (B)(4).